Event description:
Received customer complaint internally on (B)(6) 2010. Pt experienced irritation and swelling of fistula. Pt's clinical identified that he was experiencing tissue sensitivity that was unrelated to use of the voice prosthesis.

Manufacturer narrative:
Results of analysis: device 1 & 2: examination of the returned device revealed it to be clean and intact. The valve strap was noted to be intact. The device was air back flow tested and passed. Quality engineering was unable to determine the precise cause of the tracheal flange caused irritation. No other anomalies were noted. Evaluated by: (B)(4), product analyst engineer. Date: (B)(4) 2010.